Manufacturer narrative:
(B) (4).

Event description:
The pt experienced intermittent stimulation throughout the paresthesia area. The pocket site was also very tender and bluish in color. Further info is being requested from the hcp.